Event description:
It is reported that the pt has pain on his right hip where he received an acetabular cup. It is not known if the pt is being monitored. At the time of this report, revision surgery has not been planned.

Manufacturer narrative:
The device is still implanted and revision surgery has not been planned. When additional info becomes available, we will file a f/u report. (B)(4).